Manufacturer narrative:
Other, other text: additional information: h6, h10: device evaluation: one smiths medical cadd solis vip pump was returned for analysis in a good condition. During analysis, the reported customer's concern was unable to be duplicated. Pump's pressure switch test was performed. The pressure switch was found to be activating properly within the pump's manufacturer specifications. Service recommended the occlusion sensor to be re-calibrated. Based on the evidence, the complaint was not confirmed, and no fault was found.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump failed pressure test (30+). No adverse effects were reported.